Manufacturer narrative:
The t:slim user guide states: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the date setting was incorrect on the customer's pump. Reportedly, the customer had been traveling overseas and had adjusted the time but had forgotten to adjust the date. The customer was able to successfully correct the date setting. Blood glucose was 307 mg/dl.